Manufacturer narrative:
This report is filed october 17, 2014.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the device was explanted on (B)(6) 2014, due to non use. There are no plans to reimplant the patient with a new device as of the date of this report, (B)(6) 2014.